Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a sore. The patient¿s physician lanced the sore. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.